Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recq1021 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that testing prior to use, the device could be infused & aspirated. After placed on the patient, the leak was found on the catheter (the part outside the patient).